Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2010. Subsequently, the patient was revised (B)(6), 2010, due to infection. The tibial bearing was removed and replaced. No further information has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2010, due to infection. The tibial bearing was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Corrected data: event description - updated to reflect the correct date of primary surgery. This report filed (B)(6) 2010.